Manufacturer narrative:
Explant of intraocular lens. Unexpected post operative refraction. Myopic astigmatism. Anisometropia. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct150 intraocular lens was explanted from a female patient's left eye. Physician noted that there were no complications during the original surgery. Original intended axis of the lens was 86 degrees; however post implant the iol is in the eye at 76 degrees, also noted was myopic refractive surprise. Symptoms were residual myopic astigmatism with anisometropia. The response to outcome significantly interferes with activities of daily life was yes. Post explant / current status indicates the patient has recovered.

Manufacturer narrative:
Additional information: as a result of follow up it was learned the replacement lens was another zct150 intraocular lens of a lower diopter (20.5). Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.